Event description:
Info rec'd indicates the ground reading is high due to a loose ground pin on the ac power cord.

Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.